Manufacturer narrative:
On (B)(6) the patient underwent a right hallux amputation in order to preserve the patient's right foot, which had developed an ulcer and gangrene, however the wound was unable to heal itself. Atherectomy with the csi device was performed on (B)(6). Additional procedures were performed in an effort to save the right foot. On (B)(6) the patient had an incision and drainage procedure. A second revascularization was performed on (B)(6) to open the anterior tibial and dorsalis pedis arteries. On (B)(6), due to the progressive necrosis and inability to heal the wound, the patient underwent right above the knee amputation. There is no evidence that any csi device caused or contributed to the medical decision to perform the amputation. Csi # (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional patient information has been requested, but has not yet been received. If additional information is received a supplemental report will be submitted. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A peripheral viperwire guide wire was selected for treatment of a patient who had no flow to their foot. Access to the target lesion located in the post tibial artery was obtained via the femoral approach. The lesion was wired with a non-csi guide wire, pre-dilated and a non-csi support catheter was used to exchange for the viperwire guide wire. The orbital atherectomy device (oad) was operated for 5 treatments at 30 second increments each. The oad and guide wire were removed and revealed that the guide wire tip had detached and was located in the lateral plantar branch. Multiple attempts including a snare, and two guide wires were unsuccessful in retrieving the fragment, and the fragment remained in vivo. The patient was discharged, and per the opinion of the physician there was not any patient harm.